Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, system drawer 6 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer no. 6 on the auxiliary cabinet was found to be failed and could not be opened. Upon logging into diagnostics, the drawer was missing from the system interface. A field service engineer opened the back panel, reset all cables and connections, observed that the magnet was falling out of the inseparable, replaced the inseparable magnet for the full height drawer, and restarted the station. The system functioned as intended after the field service engineer repaired the device.